Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, during the progress of the plunger through the injector, the plunger passed next to the implant, so the implant could not be delivered and remained in the injector (plunger not in implant trajectory). Another backup implant was used and the procedure was completed on same day without any impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned in a blister tray inside a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is crushed. We are unable to determine the root cause for the reported complaint "plunger passed next to implant, implant could not be delivered". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).